Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were difficult to fit onto the pump. The customer was able to load a cartridge. There was no impact to the customer's blood glucose level.